Event description:
It was reported that the patient continued to receive communication messages on the remote control (rc) despite troubleshooting attempts. The patient subsequently underwent an implantable pulse generator (ipg) replacement procedure and was reported to be doing well postoperatively. The explanted device was not returned in accordance with facility policy.